Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. In addition, the touchscreen is unreadable due to light grey lines on the screen and the glitches at the bottom right hand corner. There were also missing data points on the continuous glucose monitor graph. Customer's blood glucose was 151 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.